Manufacturer narrative:
(B)(4). Lot 14e064 was manufactured may 30, 2014-june 4, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter healthcare ltd compounding unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on its filter. This was found before use. The device was filled with saline. There was no patient involvement. No additional information is available. This is report 1 of 3.